Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009. " caller alleged imprecision with inratio meter. Results as follows:" inr reading - 4.2, 2.9 (same and fingerstick), and 3.4. Tech. Support explained that the first drop must be used when testing.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Inratio precision data provided by end-user. Lot: date: (B)(6) 2009, 1st inr = 4.2; 2nd inr = 2.9; 3rd inr = 3.4. Inratio meter: mean: 3.50, sd: 0.66, %cv: 18.74. Since 18.74% cv is less than 20%, the precision test met the criteria for precision. However, meter will be tested when returned. Meter (inratio-I (B)(4)) and strips (B)(4) were returned. Meter functional test results passed all testing criteria. In-house precision test, inratio meter: returned meter (B)(4), in-house meter (B)(4), returned strip ln: 211583pa (mg8sl), 2 therapeutic donors. In-house precision testing provided (inratio meter): donor 3: returned (inr): 3.2,; in-house (inr): 3.4, mean: 3.30, sd: 0.01, %cv: 4.29% pass. Donor 4: 1.3, 1.3, 1.30, 0.00, 0% pass. For each pair of replicates for each sample, mean and standard deviations were calculated. Inratio test results have 4.29% and 0%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required. All test criteria passed. Product deficiency was not established. Further testing is not required at this time. This failure mode will continue to be monitored to determine if further corrective action is warranted. As of 08/25/2009, 9 discrepant results complaints were reported for lot #211583, yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time, as product deficiency was not established.